Manufacturer narrative:
Manufacturer's analysis conclusion: the reported event of a controller malfunction was not confirmed. The system controller was returned for analysis and a log file was downloaded for review with events spanning approximately 9 days on (B)(6) 2020, per time stamp). Events occurring on (B)(6) 2020 occurred during lab testing at abbott. There were no alarms related to a controller malfunction active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The system controller was always able to operate as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. Incidental findings: cut in black power lead & dim led. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchange the controller due to a controller malfunction. The specific malfunction was not specified. The patient's mpu was powered by a generator at the time of the event. No further information was reported.